Event description:
The customer had been experiencing intermittent cases of the b12 positive quality control running low on an architect i2000sr analyzer. On (B)(6) 2012 the customer stated a patient sample generated an initial b12 result of 233. The customer performed maintenance and repeated the sample, generating a b12 result of 133. The falsely decreased b12 was not reported out of the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of internal test data, a search for similar complaints, and a review of labeling. The customer observed falsely elevated b12 results following daily maintenance. Internal test data for lot 11909jn00 was reviewed, including a review of the final product release testing and proficiency test data from the UK neqas haematinics scheme. No issues were identified from this review. No atypical complaint activitiy related to the customer's issue was found. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
Description of event, in the initial filing. The analyzer generated an initial b12 result of 237 and a repeat result of 133. The falsely elevated result was not reported outside the laboratory, and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer's issue concluded a falsely decreased b12 result was generated. Returns were not available. No product deficiency was determined. This issue is not MDR reportable.